Event description:
Event description cpi received information from a sales representative that this implantable pulse generator (ipg), from his inventory, was exhibiting a fault code message. The ipg was returned to cpi for analysis.